Event description:
It was reported that the ilet delivered a dosing stopped alert associated with continuous glucose monitor (cgm) signal loss on a paired libre 3+ sensor, during which the user recorded a highest glucose of 332 mg/dl and a fingerstick of 288 mg/dl before sensor connectivity was restored through guided steps to start and scan the sensor on the ilet and mobile app. Symptoms included hyperglycemia without associated complaints and later a transient urgent low soon alert with sensor glucose at 78 mg/dl that trended back to 90 mg/dl without treatment. Outcomes included a delay to therapy until cgm readings resumed. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and a usage problem identified related to improper or incorrect procedure for starting and pairing the libre 3+ sensor, with no applicable device sub-assembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.